Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. H6 - component code - proposed code is mechanical femur (g04) medical records provided confirmed the patient experienced a stress fracture of the distal femur above the knee arthroplasty and a pin was placed to ensure proper bone healing. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a right knee pin placement six (6) days following right knee arthroplasty due to a femoral periprosthetic fracture and pain. No additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen articular surface catalog #: 00596403012 lot #: 63631119, nexgen tibial tray catalog #: 00598603701 lot #: 63535337, nexgen patella catalog #: 00597206532 lot #: 63409706, heraeus medical palacos r + g bone cement catalog #: 66017569 lot #: 85964608 g2 - report source - foreign: event occurred in the united kingdom the complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a4, a5, b4, b5, b6, b7, g3, g6, h2, h6, h11.

Event description:
It was reported that the patient underwent a right knee pin placement six (6) days following right knee arthroplasty due to a femoral periprosthetic fracture, pain and inability to stand. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b6, b7, g3, g6, h2, h3, h6, h11. Additional medical records were provided and reviewed. Based on the additional information received, it was identified that the patient's comorbidities (history of osteogenesis imperfecta, osteoporosis, rheumatoid arthritis and brittle bones) and the twisting motion put the patient at an increased risk for periprosthetic fracture. Although the root cause remains unchanged, zimmer biomet does not consider this to be a reportable event, as it can be reasonably deduced that the cause of the stress fracture was not related to the components or procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.